Event description:
Subsequent to the initial MDR, a voluntary medwatch report was received on 01/07/2021.

Manufacturer narrative:
(B)(6). Voluntary medwatch report number mw5096490-2.

Event description:
Subsequent to the supplemental MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver had no audio output. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.